Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was admitted to the hospital almost 2 weeks ago ((B)(6) 2026) because they were not urinating. The caller requested for a manufacturing representative (rep) to be there at noon when the caller would be there to reset the implant. The caller also mentioned the patient had a CT myelogram and they were not sure if it was for the implant. Caller said the CT myelogram was ordered on (B)(6) 2025 and prepared on (B)(6) 2025, however the caller is unsure of the actual date the CT myelogram was performed. Caller stated they were told that the stimulator was turned off before the CT myelogram and was told the implant was turned back on afterwards. They also said that could be when the symptoms started. Caller said they "baker acted him" when the patient went to the hospital. The caller said patient was suicidal at that time but no longer, that is when "they discovered it". Caller also were told they turned it on however caller said they didn't know. Caller said they haven't spoken with the urologist about the therapy issue. They were referred to their healthcare provider (hcp) to notify them of patient's therapy issue, and to page the rep. Troubleshooting was not performed as the caller was not with the patient. Emailed field team notifying them about the request. They later called back with the patient and reported tht they had trouble urinating since over the weekend. The agent walked the caller through connecting to ins which showed the ins was on and on program c at 1.3 ma. Caller switched to program 7 and increased to 1.0 ma where patient was feeling stimulation that was strong but not uncomfortable. It was reviewed to monitor symptoms over the next few days and transferred to the national answering service to page a rep.